Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator was malfunctioning. A field service engineer (fse) identified loose power connectors and were reseated before testing resumed. After reboot, the refrigerator did not appear on the bus, but further isolation, router reset, and reseating internal cables restored connectivity. No additional issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge connected to the pyxis showed no signs of power. The customer confirmed that their power source was functioning properly, and the pyxis fridge was malfunctioning. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.